Event description:
Determined to be reportable based on analysis completed on 04/10/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 3.00x16mm taxus express2 was advanced to the right coronary artery, however, the physician was unable to cross the lesion. The procedure was not completed due to this event. There were no patient complications or injuries reported. Patient status is listed as unk. Device analysis indicates stent damage.

Manufacturer narrative:
Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Stent damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The exact cause of the stent damage could not be determined. The mfg records for bat # 8906517 have been reviewed and no issues or discrepancies were found. The record review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined.